Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level between 400 mg/dl and 500 mg/dl and a moderate ketone level. Reportedly, multiple occlusion alarms occurred. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER the same day with the issue resolved and no permanent damage.